Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-aug-2025 the user reported that the ilet screen cracked after the device was dropped during a fall. The user switched to backup insulin therapy. No symptoms were reported, and no medical intervention was required.